Event description:
A doctor reported that multiple system messages displayed during a vitrectomy procedure. The equipment "started up twice", but then operated without problems. The case was able to be completed with the same equipment following a significant delay of unk duration. There was no harm to the pt. Additional info has been requested, however none is expected.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The air/fluid controller printed circuit board (pcb) eeprom was replaced as a precautionary measure. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate 3 similar reports for this system. The root cause cannot be determined conclusively. (B)(4).